Event description:
It was reported by service report that the connector gets hot and burns out on inverter charger. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: inverter charger.